Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported water leakage. The device was used on a patient. The leak occurred below the butterfly wings. Port was re-accessed with a new needle. The event caused a delay in treatment. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause could not be determined. One 20 ga x 0.75in powerloc infusion set was returned for evaluation. An initial visual observation revealed some use residue in the sample. The safety mechanism was observed to be engaged. A functional testing of flushing the infusion set with water using a 12ml syringe was performed. A leak was observed at the connection point between the tubing and the needle housing. A microscopic observation revealed a partial detachment of the tubing from the needle housing. What appeared to be adhesive delamination was observed. It could not be determined whether the damage was caused during manufacturing, transportation, or handling of the device. This complaint will be recorded for future trending and monitoring purposes.